Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. A review of the device history record revealed that there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
Maude event report, voluntary report number: (B)(4) was rec'd from the FDA. A copy of the report will be included with this report. Reported pt was implanted with norian devices on (B)(6) 2006. It was reported, the pt's injury date was (B)(6) 2006. Status post-op atv rollover accident with increasing intracranial pressure (icp) with midline shift. Pt was prescribed no bending, twisting or lifting greater than 10 pounds and pt must walk 30 minutes a day post-op. This report is for two crs fast set putty 15c bone cement-sterile. This is 1 of 3 reports for the same event, complaint #(B)(4).